Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The product support advised customer to calibrate the tsi certifier. The product support followed up with customer who verified that the pvt o2 accuracy test passed after calibrating the tsi certifier o2 cell.

Event description:
The customer reported that the unit is failing performance verification test (pvt) o2 accuracy test. There was no patient involvement.